Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No unexpected low battery alarms or motor error alarms were noted. The insulin pump passed the displacement test, off no power test, rewind test, basic occlusion test and a motor test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The operating currents were within specification. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, a scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels of 450 mg/dl and are treating with manual insulin injections. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming but device alarmed motor error during high pressure testing. Customer's blood glucose level was 350 mg/dl at time of reporting. Nothing further reported.